Event description:
It was reported that the user forgot to enter a meal announcement at the time of eating and subsequently entered the meal announcement after the fact. The agent instructed the user to sync data and reviewed the bionic report, confirming that only a single meal announcement was recorded. No reported adverse clinical effects. Outcomes included no functional impact, no alarms, and no need for medical intervention. Investigation included data synchronization and review of uploaded device logs and reports. Investigation of this case revealed no device malfunction and confirmed delayed recording of the meal announcement. It was concluded, based on previously established findings for similar reports, that user operation accounted for the event without device-related failure.